Event description:
It was reported that a loss of therapeutic effect occurred while stimulation was turned "on". The lead was reported as having broken electrodes. The lead was replaced.

Manufacturer narrative:
(B)(4).